Event description:
Consumer called to report being taken to the hospital after administering insulin on the readings he was getting from his meter. Wife found him unconscious and called emt.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.